Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10863r29, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The patient was seen on (B)(6) 2015. Telemetry of the pump showed that a low reservoir alarm was occurring. When the patient had the last refill, the physician had set his alarm to go off at 4cc because, he had come in late for his prior refill. This allowed him to continue to have 2.3 cc (3 cc by measure) in his pump so the pump did not actually run dry. The pump was successfully refilled on (B)(6) 2015 without any complications; the patient tolerated the procedure well. The alarm was kept at 4cc due to the patient¿s problem with not coming in as scheduled for his refills. The pump eri (elective replacement indicator) was 6 months, so he was being sent to another physician to discuss battery replacement. The next low reservoir alarm date was (B)(6) 2015; the patient had an appointment scheduled for the pump refill on (B)(6) 2015. The patient had no symptoms related to the event. The patient outcome was reported as ¿recovered without permanent impairment.

Event description:
The patient missed the pump refill appointment. The pump was empty on (B)(6) 2015. They were planning to refill the pump on the date of this report. The hcp (healthcare professional) called in an oral baclofen prescription in case the patient had symptoms, but the hcp did not know if the patient ever picked up the prescription. It was unknown by the hcp if the patient had symptoms related to the event. The device system was delivering lioresal.